Event description:
"S/p b subgl infra gels (? Type/size/MFR-no records) for augmentation. The r ruptured & had partial capsulx, removal & replacement with 240cc textured mcghan salines submusc with pexes. Approximately 6-8 mos ago, the pt felt a sharp r pain when active. The r breast was bruised & swollen by that pm. Eventually since then the implant has deflated. The pt desires removal & pexation. In addition to the local c/o's including breast pain, the pt has systemic progressively disabling sx's including arthralgias/myalgias (+ am stiffness), paresthesias/dysesthesias, spasms, fatigue, sleep disturb, adenopathy, sore throats, hot flashes/sweats, ha's, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun/cold/chem, sob/cp, costochondritis, choking sensation, hypothyroidism, labile ifn, wgt gain, gi/gu disturb & easy bruising & loss of libido. Pt is otherwise healthy."